Event description:
During percutaneous coronary intervention (pci), stent was inserted into 6f guideliner and would not pass through guideliner. Stent came out damaged and unable to use. Successful placement of a second 3.5x 28.0mm xience drug eluting stent to an occluded mid right coronary artery restoring timi -3 (thrombolysis in myocardial infarction score) flow with excellent angiographic results and 0% residual stenosis. No patient injury noted. We have had a similar problem with this device once before.